Event description:
Patient had a graft failure 8 months post-operatively. Surgeon scoped the patient at the end of oct and noticed the graft had deteriorated. No other info is available at this time.

Manufacturer narrative:
Product recall initiated aug 21, 2007. No product is being returned for evaluation.